Event description:
A customer is a type 1 diabetes patient and user of an insulin pump. The customer reported he was getting inaccurately high readings on his freestyle freedom lite meter that resulted in several episodes of hypoglycemia with loss of consciousness. On one occasion, the customer reportedly got a reading of 130 mg/dl before going to bed which resulted in a hypoglycemic episode with loss of consciousness. The paramedics were called and treated customer with glucagon and d50 intravenously. The customer was further transported to a local hospital where he was diagnosed with hypoglycemia and further treated with intravenous fluids and food. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
The meter has been returned and investigated. The complaint was not confirmed and no new issues were observed.